Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. However, the device was unable to prime during the prime test as a result of a loose/protruded drive support disk. The motor was tested outside the device and passed the test. The unit had scratched screen, cracked battery tube threads, and missing end cap sticker.